Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000156099. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a trial procedure on (B)(6) 2024 patient had one lead implanted and was experiencing extreme pain in both feet. As a result, lead was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.